Manufacturer narrative:
Title: sleeve gastrectomy with tailored 360 fundoplication according to rossetti in patients affected by obesity and gastroesophageal reflux: a prospective observational study. Source: surgery for obesity and related diseases 17 (2021) 1057¿1068 accepted 11 january 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between june 2017 and september 2018, a prospective study evaluated the outcomes of patients who underwent laparoscopic sleeve gastrectomy and fundoplication. A linear stapler (black and purple cartridges) was used for gastric section and valve. There were 58 patients in the study and post-operative complications included perigastric hematomas in 2 patients. Hematomas were diagnosed with computerized tomography (CT) scan and one patient received a blood transfusion due to post-operative anemia. Hospital stay was extended. No other complications were related to the device.